Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle precisionglide 30x1/2in package was damaged. This occurred on 9 occasions. The following information was provided by the initial reporter: material with defect in its package, open package.

Event description:
It was reported that needle precisionglide 30x1/2in package was damaged. This occurred on 9 occasions. The following information was provided by the initial reporter: material with defect in its package, open package.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/18/2021. H.6. Investigation: batch history analysis was performed, quality notifications and maintenance records were checked where no records potentially related to failure were found. The retention samples were evaluated and no failure was observed. After the evaluation of the samples received and according to tests performed in the equipment, it was possible to identify as a cause of misalignment of the film in the sealing station of the syringe wrapping machine caused by the change of the film this failure occurs in a punctual manner due to the way the change of the film was made causing displacement of the current and causing the film to be released occurring the incident. H3 other text : see h.10.